Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 6 previously reported events are included in this follow-up record. Product return status 1 device was received. 5 devices were not available for evaluation. Event confirmation status 1 reported event was not confirmed. Evaluation results 1 device was found to be affected by a loose bearing stop.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 8 events were previously reported during the reporting period; however, - 2 previously reported events in this report should have been included under MFR report # 0001811755-2020-00239. - 6 previously reported events are included in this follow-up record. Product return status 1 device was received. 5 device investigation types have not yet been determined. Event confirmation status 1 reported event was not confirmed. Evaluation results 1 device was found to be affected by a loose bearing stop.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 8 device investigation types have not yet been determined. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact.